Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a revision surgery to have the "unit rewired" in (B)(6) 2013. The patient had lost 80 lbs, which resulted in patient needing surgery. Additional information received. No new information.

Manufacturer narrative:
(B)(4)

Event description:
The patient had lost 80 lbs. Which resulted in patient needing a revision surgery. It was explained that due to the patient's weight loss, things were "sticking out of their skin."